Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was scratched. The lens was inserted in the left eye and removed during the same-day procedure. An incision enlargement was required. The outcome did not significantly interfere with activities of daily life. And the patient has recovered. No further information is available.

Manufacturer narrative:
Device available for evaluation? Yes returned to manufacturer on: 2/17/2021 device returned to manufacturer ¿ yes device evaluation: the sample was received in a plastic bag. The reported lens was observed cut inside a plastic container. Visual inspection using magnification was performed. The lens was returned cut in two parts, making it visually impossible to observed unacceptable scratches (if any) on the return. Both lens haptics were observed in good form/shape. Residues of viscoelastic were observed on the lens surface/body. The condition observed is consistent with a lens that has been cut due to iol removal or explant process. Due to the conditions of the sample returned the reported issue could not be verified. No product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. There is one additional complaint received for this production order (po). The complaint listed was not confirmed as manufacturing problem. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.